Event description:
Hill-rom received a report from a hill-rom technician stating brakes set but did not hold at the foot end. The bed was located at the account bhvh 322. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the brake casters would not hold due to the caster's being worn and making no contact with floor when engaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008, 2009, and 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician installed new brake casters at the foot end of the bed to resolve the issue. Based on this information, no further action is required.